Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose reached 20 mmol/l (360 mg/dl) with ketones present and that the patient¿s carbohydrate intake, and insulin history is as follows: (B)(6). Upon deactivation it was noticed that the site was red, swollen and blood noted around the cannula. The pod's cannula was bent. Hyperglycemia treated by patient activating new pod. The pod worn on hip/buttocks for an unspecified amount of time.